Event description:
On (B)(6), 2010, the patient was cannulated without problem and dialysis was started. The phoenix blood pressure monitoring (bpm) system was in use. The initial blood pressure was reported as 145/72. The heart rate was not recorded. Approx 30 minutes into treatment there was a bpm: measurement failure alarm. The unit mgr stated, "the staff believed the patient to be sleeping and did not attempt to awaken her." A manual blood pressure and pulse was not obtained. The blood pressure cuff was cycled to repeat a blood pressure and again the bpm system could not detect a blood pressure or heart rate. [Bpm measurement ranges: systolic +50 to +260; diastolic +30 to +240; and heart rate 40 to 180]. At this point, the staff attempted to awaken the patient and realized she was unresponsive without vital signs. Resuscitation measures were initiated, but unsuccessful and the pt expired. The unit mgr was not aware of the stated cause of death on the death certificate. The cartridge blood set and the bicart have been discarded by the clinic and will not be returned to gambro for inspection. The machine was inspected by a gambro technical specialist rep who found it to be operating within MFR's specifications.

Manufacturer narrative:
The bicart involved in this incident was discarded by the facility and will not be returned for eval and the lot number was not provided by the facility. Gambro identified the lot number of the bicart shipped to this customer prior to this event as lot 0534. Nothing in the device history record shows of any nonconformity and there are no customer events referring to this lot number.